Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge alarms (alarm 19, alarm 16, alarm 9) were received using multiple cartridges. Customer's blood glucose was 123 mg/dl. Customer reverted to using manual injections for insulin therapy.